Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 10 years since the subject device was manufactured. Based on the investigation results, it was confirmed that a foreign substance was attached to the adhesive of bending section cover, but the foreign matter could not be identified. It is unclear whether there was a deviation from the instruction manual in the reprocessing procedure of the residual part of the foreign body. The cause of the foreign matter remaining on the device could not be identified. The suggested events are detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the distal sheath adhesive, the suction tube in the universal cord, the air tube and the jet tube of the colonovideoscope had foreign material. There were no reports of patient involvement.